Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record identified no issues during the manufacturing and release of these products that could have contributed to the problem reported by the customer. The provided photos were reviewed which revealed that the screw broke at the shank. It was reported that this happened intra-operatively. The technique used to remove the screws was facilitated with the use of a solid rod. This technique is consistent with the ¿helicopter¿ method of screw removal. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Without the sample we are unable to identify the root cause. Based on the provided event details and photos, the screws were most likely subjected to a higher than anticipated torsional stress during removal using the ¿helicopter¿ technique resulting in intra-operative fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Event description:
International affiliate received a letter from competent authority bfarm reporting that at attempting to insert screws, the concomitant device torx-bit (ie. Screwdriver) was overrunning. It wasn¿t possible to insert the screw final or remove. The removal was carried out using a fixed rod in the screw head and the screw head broke off. Two screws broke. The existing thread (ie. Threaded screw shank) had to be pierced and chiseled out. This went more instruments to break (reported to be depuy synthes spine chisel, forceps, screw extraction kit, catalog numbers unknown). For the patients one resulted to 90 min. Prolonged surgical time, a higher blood loss and a bone defect. The following mfg. Medwatch reports are being filed for the two broken screws, and the chisel, forceps, and extraction kit that were reported to have been involved in the event: 1526439-2014-12043 - broken screw; 1526439-2014-12044 ¿ broken screw; 1526439-2014-12045 ¿ broken chisel; 1526439-2014-12046 ¿ broken forceps; 1526439-2014-12047 ¿ broken screw extraction kit .